Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic left colectomy, there was a bleeding in the staple line. They used a monopolar energy to control the bleeding. There was a one day extension in the hospitalization. The patient is alive.